Event description:
It was reported that during a stenting treatment procedure, a stent fracture occurred. The diffuse, 90% stenosed, target lesion was located in the moderately calcified and mildly tortuous proximal left circumflex (lcx) artery. An ion mr us 28mm x 3.50mm drug eluting stent was implanted to treat the target lesion. Following implant, the angiographic images showed something 'funny' in the stent. While it is believed the stent fractured, the angiographic images were unable to determine the exact issue with the stent. A 4.0 veriflex stent was implanted to treat the suspected stent fracture. The remainder of the lcx was treated with unspecified devices. No additional patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for analysis; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).